Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to unknown product performance issue. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to unknown product performance issue. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that this lead exhibited helix damage after being engulfed in tissue post burrowing into the septum. This lead will not be returned for analysis.